Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina occurred. In (B)(6) 2012, the patient presented with unstable angina and index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 98% stenosis and was 30mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75x32mm promus element ¿ drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. In (B)(6) 2016, the patient was diagnosed with stable angina and was hospitalized on the same day. Two days later, the patient was discharged. At the time of report, the outcome of the event was considered recovering/resolving.